Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise reversion episodes. The lead was capped and replaced. The patient did not experience any adverse events or symptoms. The patient was in good condition post procedure.